Manufacturer narrative:
Result of investigation: vyaire field service representative (fsr) evaluated the device on-site, and all fio2 (fraction of inspired oxygen) testing at 40, 60, 90 and 100 were within specs and no low/high fio2 alarming was detected at default settings. The low fio2 alarming might have occurred if the est (extended systems test) performance check did not get perform before use. This vent passed ovp (operational verification procedure and performance check per avea service manual.

Manufacturer narrative:
"Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received."

Event description:
It was reported to vyaire medical that the avea ventilator has low fraction of inspired oxygen (fio2). There was no patient involved in this reported event.